Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had unresponsive keypad, blank display, motor error, and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer states they are unable to get the up arrow to function. The customer was unable to complete troubleshooting and will call back. The customer called back with a blood glucose of 333 mg/dl, which was treated with a manual injection. The customer states the display was blank at the time of the call. Troubleshooting was performed and was able to retrieve the display. However the up arrow was still unresponsive. The history was reviewed and noted the motor error and no delivery alarm, but the customer declined troubleshooting them. The device will be returned for analysis.